Manufacturer narrative:
Unknown contact. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure two omnispan meniscal repair, 0deg had a double deployment when the first needle was intended to be inserted the two needles came out. The same situation happened for the two units. No patient consequence and no surgical delay was reported. No additional information was provided. This report is for one (1) omnispan meniscal repair, 0deg this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Multiple follow ups were done to obtain more information but no response was received. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No non-conformances were identified for this part-lot number combination per qlik query executed on 11/12/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No non-conformances were identified for this part-lot number combination per qlik query executed on 11/12/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.